Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported that the patient's pump "malfunctioned" in 2014 and it was causing overdose, so they had to take it out and put a new one in. No further issues were reported or anticipated.